Event description:
It was reported an lcs15 was used during a video assisted thoracic surgery. It was reported by the affiliate the jaw would not close properly. A new blade was used to finish the case. There was no consequence to the patient.